Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: evaluating the efficacy and safety of internal cardioversion with implantable cardioverter defibrillator device for atrial fibrillation in systolic heart failure patients. Annals of noninvasive electrocardiology, 2016;21(2):181-8.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were three patient deaths referenced, one patient with a non-fatal myocardial infarction, four patients with life-threatening arrhythmias, and five patients hospitalized for heart failure. There were also reports of "unsuccessful" internal cardioversion. Of note, there is no allegation/relatedness between the icds and the patients' deaths. The status of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.